Event description:
Right hand head siderail will not lock into position.

Manufacturer narrative:
Tech found latch block mount on siderail broke off causing latch block to fall on floor. Break was due to wear / deterioration. Tech replaced right hand siderail to resolve.